Manufacturer narrative:
It was reported that the ventilator was contaminated with water during preparation. During investigation on-site, water was found in the ventilator. Water had overflowed into the ventilator when the user filled the humidifier with sterile water. A contact cleaner was used to remove the water/moist. The ventilator was returned for clinical use after passed functional tests. A discussion was held with the head nurse to find solutions so that this problem may not be repeated. No further issues have been reported. Received pictures shows liquid and traces of dried liquid on different interior parts of the reported ventilator. Liquid in the ventilator may create an acute short circuit and stop of ventilation. Liquid/moisture on pc boards may also lead to corrosion which may lead to a failure/short circuit and stop of ventilation. Alarms will be generated. The conclusion is that liquid in the ventilator could be confirmed. It entered the ventilator during preparation of the humidifier.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was contaminated with water during preparation. There was no patient involvement. Manufacturer ref.#: (B)(4).